Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Per the implant records, the patient was reported to have a history of right femoral vein deep vein thrombosis (dvt) and contraindication to anticoagulation secondary to epidural hematoma. The left groin was prepped and draped in the usual sterile fashion, and a large bore needle was used to access the left femoral vein. Seldinger technique was used to advance a wire in an inferior vena caval catheter. An inferior venacavagram was performed finding an appropriate vena cava with no duplication and no clot in the left iliac or vena caval system and appropriate location of the right renal vein. Seldinger technique was then used to wire in the trapease filter placement system. The filter was deployed without migration. It was deployed above the level of the bifurcation but below the level of the right renal vein with no evidence of complication. Postoperative fluoroscopy performed confirmed appropriate location of the filter. The patient tolerated the procedure well. About thirteen years and three months after the filter was implanted, the patient underwent a computerized tomography (CT) scan of the abdomen and pelvis indicated for filter evaluation. Review of the reformatted images was completed a year later and reported the superior end of the cordis trapease inferior vena cava (ivc) filter at the l2-3 interspace. The ivc filter is minimally tilted laterally at the superior end, and it does not contact the ivc wall. The filter is also tilted anteriorly and medially at the inferior end, and it contacts the ivc wall. The infrarenal ivc filter perforates through the ivc with multiple struts extending extraluminal. All the struts of the ivc filter perforate the ivc up to 10mm. A lateral strut perforates the ivc wall 6mm and contacts the bowel. Another lateral strut perforates the ivc wall 3mm and resides within the soft tissues. There are two posterior fractured strut fragments causing partial collapse of the inferior portion of the ivc filter medially. There is one posterior fractured fragment that perforates the ivc wall 9mm and contacts the l3 vertebral body. There is also one posterior fractured fragment that perforates the ivc wall 10mm and contacts the l3-4 disc. The report noted that the original function of this ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), perforation of struts into organs, tilting and retained fractured filter struts with two posterior fractured strut fragments causing partial collapse of the inferior portion of the ivc filter medially. The patient became aware of these events approximately fourteen years and four months after the filter implantation and further experienced stomach pain, scar tissue pain, headaches and anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, tilting of the filter, multiple filter fractures and the resultant symptoms. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), and into organs, tilt, and retained fractured filter struts, approximately fourteen years and four months post implant. The patient also reported stomach pain, scar tissue pain, headaches and anxiety related to the filter. According to the implant record the indication for the filter implant was right femoral vein deep vein thrombosis and a contraindication to anticoagulation secondary to spinal epidural hematoma. The filter was placed via the left femoral vein and deployed above the level of the bifurcation but below the level of the right renal vein with no evidence of complication. A pre-deployment ivc gram showed no duplication and no clot in the left iliac or vena cava system and appropriate location of the right renal vein. The filter was deployed without migration. Postoperative fluoroscopy performed confirmed appropriate location of the filter. The patient tolerated the procedure well. Approximately thirteen years and three months post implant a computerized tomography (CT) scan of the abdomen was performed to evaluate the filter. Review of the reformatted images was completed a year later and reported the superior end of the filter at the l2-3 interspace. The filter is tilted laterally and anteriorly, and it contacts the ivc wall. The filter perforates through the ivc up to 10mm, with some residing in soft tissues. There are two posterior fractured strut fragments causing partial collapse of the inferior portion of the ivc filter medially. There is one posterior fractured fragment that perforates the ivc wall 9mm and contacts the l3 vertebral body. There is also one posterior fractured fragment that perforates the ivc wall 10mm and contacts the l3-4 disc. The original radiology report was not provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Pain, headaches and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted with multiple fractures and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused physical and emotional damages from perforation, tilting of the filter, multiple filter fractures and the resultant symptoms. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.